Event description:
Information received indicates the head will not lower when CPR is activated.

Manufacturer narrative:
The account's engineer found the CPR valve was not opening. He replaced the CPR valve to repair the bed.